Event description:
It was reported that the user experienced an unresponsive wake button on the ilet device that required unusually hard taps to register input. Symptoms included no clinical effects. Outcomes included no alerts or alarms and no impact to therapy. Investigation included customer counseling on monitoring the issue and documenting the report. Investigation of this case revealed a suspected mechanical or tactile responsiveness issue with the wake button, though the device remained otherwise functional and the condition could not be replicated by support at the time of the call. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient evidence of a reproducible hardware malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.